Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
The attachment device was returned for routine maintenance without an alleged malfunction. During pre-testing of the returned device, it was discovered that the device was "smoking" and had "low rpm's (revolutions per minute)". The device was not used in surgery as the reported condition was discovered during testing. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report was sent with the incorrect manufacturer report number. Please reference MFR# 1045834-2013-13744 for the report. (B)(4).